Event description:
It was reported that the aliquot 6" catheter was used for a bone biopsy. When the surgeon attempted to remove the catheter from the cannula, he met resistance due to the strength of the bone. Additional force was required to remove the catheter; it was at this point that the handle disconnected. The catheter was manually removed and it was reported that there was no adverse consequence to the patient. On (B)(6) 2013 it was learned that there was a 20 minute procedural and as a result, this event was determined reportable. The patient recovered from the event without any harm.

Manufacturer narrative:
Device was discarded following use.